Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) at l3-4, l4-5 by mixing rhbmp-2/acs with allograft and placing the mixture into peek cages, which were then inserted on multiple levels of the patient's spine. Subsequently, the patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient got admitted with pre-op diagnosis lumbar radiculopathy, l3-l4, l4-l5 herniated disks. Patient underwent following procedures: l3-l4, l4-l5 anterior interbody fusion via dlif approach, (2 mg) bmp with allograft putty. Lateral plate instrumentation, anterior plate instrumentation l3 to l5. Posterior invasive instrumentation l3 to l5 using screw system. Intraoperative neural monitoring. A 14 mm lordotic interbody graft dimension and filled with 2mg of bmp as well as a combination of allograft. As per op- notes: ¿a rasp was used to prepare for the bony endplate for fusion purpose. I then placed the trial and determined that the 14mm x 50mm interbody graft. A 14mm peek lordotic interbody graft dimension and filled with 2 mg of rhbmp-2 as well as a combination of and dbx allograft," no complication reported. On (B)(6) 2012: patient presented with pre-op diagnosis as left upper extremity cervical radiculopathy, c5-c6, c6-c7 disk herniation. Patient underwent following procedure: c5-c6, c6-c7 anterior cervical discectomy and fusion. Use of operating microscope. Intraoperative c-arm fluoroscopy. Intraoperative neuro monitoring. Use of allograft and allograft putty. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.